Event description:
It was reported that the home patient (hp) disconnected and reconnected during peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp did this to allow an air bubble to be pushed out of the line, even though the hp knew not to disconnect and reconnect. The technical service representative (tsr) explained the error of disconnecting while therapy was running. The tsr explained the use of continuous ambulatory peritoneal dialysis (capd) with the hp. The hp has had severe shoulder pain for several days. There was no report of hospitalization or medical intervention in relation to this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).